Event description:
It was reported that during follow-up, noise was observed on the atrial lead that resulted in automated mode switches. The noise could be reproduced with the patient moving his arm. The physician suspected insulation damage. The device was reprogrammed. The patient was noted to be in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.